Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was giving low peripheral oxygen (sp02) readings with two different sensors and on two different individuals. There was patient involvement but no report of patient harm, injury or incident.